Event description:
Customer reported receiving an alarm on the pump earlier, but could not recall what the alarm indicated, and it was not logged in the pump or cgm history. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to monitor and call back if the issue reoccurs.